Event description:
It was reported that during a competitor lead replacement procedure due to noise, the svc port set screw would not tighten. The device was explanted and replaced. The patient had no complaints following the procedure.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted damage on the svc set screw and silicone in the rv and svc set screw hex cavities. This material prevented full insertion of the torque driver into the hex cavity.